Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested with elecsys ft3 iii on a cobas 8000 e 602 module. It was asked, but it is not known if an erroneous result was reported outside of the laboratory. The sample was tested three times on the customer's e 801 analyzer, resulting with ft4 values of 1.94 ng/dl, 1.55 ng/dl, and 1.45 ng/dl. The sample was tested on a centaur analyzer, resulting with a ft4 value of 1.29 ng/dl. The sample was provided for investigation, where it was tested on a second e 801 analyzer, a cobas 8000 e 602 module, and a cobas e 411 immunoassay analyzer. The sample resulted with a ft4 value of 1.48 ng/dl when tested on the second e 801 analyzer, a value of 1.46 ng/dl when tested on the e 602 analyzer, and a value of 1.46 ng/dl when tested on the e 411 analyzer. No adverse events were alleged to have occurred with the patient. The ft4 reagent lot number and expiration date used at the customer site were asked for, but not provided. Ft4 reagent lot number 331797, with an expiration date of 31-may-2018 was used on the e 602 and e 411 analyzers used for investigation. Ft4 reagent lot number 304694, with an expiration date of 31-jan-2019 was used on the e 801 analyzer used for investigation. The investigation could not identify a product problem. The cause of the event could not be determined.